Event description:
Patient is status post right knee acl reconstruction with calaxo screws in 2007, and then removal of tibial staples for pain over her proximal tibia on eight months later. The pt subsequently developed pretibial swelling over the area of her screws and an MRI demonstrated a pretibial fluid collection. The fluid was aspirated several times and was found to be aseptic. The pt was taken back to the operating room on twenty three days prior to original date, and the tibial tunnels were debrided of any remaining calaxo screw remnants. Postoperatively, the pt's pretibial swelling has resolved and her pain has improved as well. Dates of use: 2007. Diagnosis or reason for use: acl reconstruction. Event abated after use stopped or dose reduced? Yes.